Manufacturer narrative:
Adverse event and/or product problem, corrected data: the initial manufacturer report incorrectly reported the event as a product problem instead of adverse event. Outcomes attributed to adverse event, corrected data: the initial manufacturer report incorrectly reported the event as a product problem instead of adverse event so this field was not checked. Type of reportable event, corrected data: the initial manufacturer report incorrectly reported the event as a malfunction instead of a serious injury.

Event description:
Clinic notes were received for the vns patient¿s surgical consultation with the neurosurgeon on (B)(6) 2014. The notes indicate that the battery had died and was not testable at the time so the neurosurgeon recommended generator replacement surgery. The patient underwent generator replacement surgery due to end of service on (B)(6) 2014. Pre-operative interrogation was unsuccessful. The neurosurgeon explanted the existing generator and confirmed complete pin insertion with the replacement generator. Diagnostic results with the replacement generator and existing lead revealed lead impedance within normal limits (impedance value ¿ 2204 ohms). The device was not programmed on following the procedure.

Event description:
The patient reported that her generator battery is dead and that she is having "more and more seizures". It is unknown if the seizures are above the patient's pre-vns baseline and whether or not the device has reached end of service. Attempts to obtain additional information have been unsuccessful to date.